Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached analysis report.

Event description:
It was reported that during a pacemaker replacement procedure on (B)(6) 2015, the label on the lead containing the serial number was unreadable. The lead was tested with a pacing system analyzer and successfully identified. The lead measurements were normal and it was successfully connected to the new pacemaker.